Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code related to the oxygen blending module was observed and confirmed in the error log. Err_obm_accy_urgent_service means there is potentially a failure of the oxygen blending module which may impact therapy (delivery of o2). The oxygen blending module board was replaced to address the issue. Additionally, cosmetic damage was observed on the front enclosure, rear enclosure, top plate and handle. All parts replaced to address the issue. These issues are not related to the reportable malfunction/error code.